Event description:
Clinical information: crd_1032 - sh device registry, patient site (B)(6)- (B)(4). It was reported that on (B)(6) 2025, a 15mm epic plus supra valve was implanted in the patient. After the procedure, the patient had a heart block and pacing was needed. The patient was returned back to sinus rhythm. During the early postoperative phase due to post-implant edema/swelling in the annular region causing conduction problems ¿ resolved after edema regression without the need for intervention. The patient had pneumonia and treated with antibiotics. During the postoperative course, potentially due to hypovolemia resulting in temporary acute on chronic (mild) kidney failure. Pneumonia occurred due to superinfection and clinical symptoms. On (B)(6) 2026, the patient presented with a paroxysmal atrial fibrillation (af) and got treated with amiodarone and betablocker. Five days after the procedure, the patient had an acute kidney injury and treated with volume replacement. The patient was reported discharged.

Manufacturer narrative:
An event of heart block, pneumonia, acute kidney injury, pulmonary edema and atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the pneumonia occurred due to superinfection and clinical symptoms. Field indicated that the patient had conduction disturbances during the early postoperative phase due to post-implant edema/swelling in the annular region and resolved without the need for intervention. The exact cause of reported patient effects cannot be conclusively determined. The unexpected medical interventions resulted from medication administered for pneumonia and atrial fibrillation, and temporary pacing required due to heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.